Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. It was initially reported the patient had a red light on their remote control and a decline in symptoms. The patient was able to charge their neurostimulator, but the decline in symptoms happened suddenly and then noted the red light on the remote control. The red light on the remote could not be cleared, and when the patient connected to the clinician programmer, high impedance was discovered. The impedance recheck was attempted multiple times. The physician ordered the x-ray and discussed the revision surgery with the patient. They replaced the neurostimulator and the tined lead because it migrated. The patient did not experience any trauma or fall to their implant site or any surgeries to pinpoint the exact cause of the migration of the tined lead. The patient is doing great post-revision and is very happy with their new device.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation detail: the device is not available for analysis; therefore, no physical analysis of the product could be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.